Manufacturer narrative:
Consumer admits to laying on top of the heating pad and sleeping with the heating pad both of which are violations of the instructions and warnings provided with the product. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.

Event description:
Consumer claims he was using a heating pad, fell asleep on top of the pad and sustained a burn the size of a 50 cent piece.